Event description:
The pump was returned for investigation. Investigation revealed corrosion on multiple pump components and a battery compartment crack. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed that the bolus button was missing, and there was corrosion on the bolus button contact. The battery compartment was cracked, but there was no evidence of corrosion inside the battery compartment. Leak testing failed due to the missing bolus button and battery compartment cracked. The pump casing was removed, and corrosion was observed on multiple pcb components. (B)(6).